Manufacturer narrative:
(B)(4). The customer returned one lidstock, injection syringe, and syringe pouch for evaluation. The syringe contained obvious signs of use in the form of biological material. Visual examination revealed the black plunger seal on the syringe was offset. When the plunger was retracted, it was observed that bits of the seal were separated. The plunger and seal were then removed from the barrel and the plunger was microscopically examined. The seal was missing various pieces of material, and many fragments were falling off. The plunger was visually examined and appeared as expected. The lot on the syringe pouch is 18n03c8. The returned injection syringe was unable to consistently aspirate and purge water. A device history record review was performed with no relevant findings. The customer report of an injection syringe leak was confirmed by complaint investigation of the returned sample. The syringe was unable to consistently aspirate and purge water, and the black plunger seal was offset in the barrel. When the plunger was removed, fragments of the seal were separating from the seal. A device history record review was performed with no relevant findings. Because this is a purchased product, the probable cause of this issue is supplier related. A non-conformance request has been initiated to further investigate this issue.

Event description:
It was reported that "during placement of a cvc - the syringe entered air (due to leakage)."

Manufacturer narrative:
(B)(4). The device (catalog# of-25703) is not intended for sale in the us. Similar device/ component sold in the us.

Event description:
It was reported that "during placement of a cvc - the syringe entered air (due to leakage)."